Event description:
Md performing guidewire dilatation. After procedure was completed and guidewire removed spring tip was noted to be missing by nurse cleaning equipment. Physician immediately retrieved spring tip through endoscope without incident.